Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle ten. The patient's ultrafiltration reading was 1335ml, indicating the home patient (hp) drained 1335ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv event was confirmed through the event log. However, the cause could not be determined. Should additional relevant information become available, a follow up report will be submitted.